Manufacturer narrative:
(B)(4). This report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated that one of the supply bags on a shelf fell off. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 4 of 6. The technical service representative (tsr) assisted the hp to clear the alarm and explained the se 2240 indicated air entered the set up. The hp stated he was going to stop therapy for the night. On (B)(6) 2011, product surveillance spoke with the hp who stated that one of the bags on a shelf fell off. The hp stated this was an isolated event. There was no patient injury or medical intervention reported.